Manufacturer narrative:
(B)(4). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Biosense webster manufacturer's reference number (B)(4) has two complaints that are related to the same incident. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a left sided ischemic ventricular tachycardia (l-isvt) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large where a hemostatic valve separation issue occurred. It was reported that the sheath was ¿pouring¿ out blood from the hemostatic valve after the dilator was removed. The sheath was replaced and the issue reoccurred with the replacement sheath; however, the ¿blood was not leaking as much/fast¿. A total of 100cc of blood leaked. Patient¿s hemodynamics was not compromised due to the issue experienced. No interventions were required. No air entered the patient¿s body. The second sheath was not replaced and the procedure continued. Nothing broke away or separated from the sheath. With the information available, this event was assessed with the patient consequence of ¿bleeding¿ as 100cc of blood was lost; however, it was not assessed as a serious patient event since the patient¿s hemodynamics was not compromised and no intervention was required. Since this "bleeding" event is not life threatening and did not require interventions nor resulted in permanent damage of a body structure, then it is to be considered not serious and not MDR-reportable. This event was assessed as MDR reportable for a hemostatic valve separation product malfunction under both the sheaths used since it is most likely that the leakage of the blood/fluid occurred due to a malfunctioning/dislodged valve.

Manufacturer narrative:
Initially it was reported that the issue was assessed as a hemostatic valve separation issue. The bwi product analysis lab received the device for evaluation on 1/22/2021 and it was observed on 1/26/2021 that the device was returned in the condition reported as the hemostatic valve was dislodged inside of hub. The brim cap and friction ring remained intact. The hemostatic valve issue remains assessed as MDR reportable. The device evaluation was completed on 2/2/2021. It was reported that a patient underwent a left sided ischemic ventricular tachycardia (l-isvt) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large where a hemostatic valve separation issue occurred. It was reported that the sheath was ¿pouring¿ out blood from the hemostatic valve after the dilator was removed. The sheath was replaced and the issue reoccurred with the replacement sheath; however, the ¿blood was not leaking as much/fast¿. A total of 100cc of blood leaked. Patient¿s hemodynamics was not compromised due to the issue experienced. No interventions were required. No air entered the patient¿s body. The second sheath was not replaced and the procedure continued. Nothing broke away or separated from the sheath. The sheath was inspected and visual analysis revealed that the hemostatic valve was dislodged and deformed inside of the hub. The brim cap and friction ring remained intact. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment and leaking; however, this could not be conclusively determined. No other anomalies were observed. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath. - always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. - do not insert a dilator at an angle, as damage to the sheath valve may occur. A device history record (DHR) was performed, and no internal action related to the complaint was found during the review. The customer complaint was confirmed. The root cause of the dislodgment of the hemostatic valve inside the hub could be related to handling of the device during the procedure; however, this cannot be conclusively determined. The odp (optimal device performance guide) provides additional instructions on how to insert the dilator into the sheath. An internal corrective action has been opened to investigate the conditions observed in the hemostatic valve. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).